Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the 3-port IV tubing was primed and a non-bd cap with the blue c-clamp was attached. The line was primed with ns prior to daunorubicin administration and connected to the patient. When the clamp was opened to start the ns infusion, the IV set disconnected from the non-bd cap with the blue c-clamp and ns flowed onto the patient¿s bed. The 3-port IV tubing was removed from the patient. There was no report of patient harm.